Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pt experienced low blood glucose after bolus deliveries with the pump over the past four days. A family member alleged that the pump delivered more insulin than was programmed. She reported, for example, blood glucose was 48mg/dl after an afternoon bolus, the pt consumed oral carbohydrates, her blood glucose resolved to 63mg/dl in one hour and to 226mg/dl by early evening. The pt did not exhibit symptoms of hypoglycemia and did not require medical intervention. The family member reported that the pt's physician cannot determine the cause of the low blood glucose. The family member reported that she reduced the bolus amounts and programmed decreased basal rates but saw no improvement in the blood glucose excursions. She confirmed that the pt was not attached when the pump was primed and the pump as not exposed to x-ray. The family member said that the time and date are correct, the basal rate settings are programmed accurately, and the temporary basal rate adjusted the basal delivery appropriately. She noted that the bolus history was correct, the advanced bolus settings were accurate, and the pt consumed appropriate amounts of carbohydrate. The family member denied increased activity, the pt was not ill, there was no growth spurt, and the pt was not in a honeymoon period. She stated that she tested the blood glucose on several meters and said that she rec'd similar results on all. In conclusion, the family member continued to allege over delivery of insulin by the pump despite the validation from customer support that no malfunction in insulin delivery was detected.